Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 40 to 99 mg/dl at the time of the incident. The customer used food to treat and went up to 358 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined, since their low was caused by over dosing and stress. The customer was getting sensor updating alerts and was unable to calibrate their sensor. The customer also called for pump upload assistance. The reservoir will not be returned for analysis.